Manufacturer narrative:
Eval summary: the device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. All products pass 100% final inspection at optonol. The express delivery system was fully depressed. Its cannula appeared bent. The complainant statement "it was impossible to release the device from its delivery system" could not be confirmed. The root cause could not be conclusively determined. Additional info was requested on 02/02/2012 and 02/10/2012. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that during two shunt implantation surgeries, "it was impossible to release the device from its delivery system." Both surgeries occurred on the same day, and were successfully completed using a new shunt.